Event description:
It was reported that the patient presented in-clinic after the implantable cardioverter defibrillator failed to transmit data via radiofrequency (rf) telemetry. In clinic rf interrogation was also unsuccessful. A cybersecurity firmware update was performed, and rf telemetry was successfully restored. There were no patient consequences.